Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no response from the customer. The device history record review confirmed that device conformed to specifications at the time of shipping. The device was not repaired within the past year. The device was not returned, therefore a conclusive root cause cannot be identified for the event. It is possible that the event occurred by the following: a) manual cleaning before procedure or reprocessing with oer-pro at the user facility was deviated from the steps recommended in the instructions for use (IFU). B) though reprocessing was conducted correctly, the tissue got in biopsy channel by some reason in between reprocessing and use of scope for a procedure. IFU includes the following statements: reprocessing manual: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. In the following item, IFU instructs reprocessing steps of the subject device with using oer-pro. Chapter 7 reprocessing endoscopes and accessories using an automated endoscope reprocessor. From above, it is considered that the suggested event was preventable.

Manufacturer narrative:
This is the first of two associated medwatch reports filed for this event. There were two devices involved in this event where a piece of tissue is alleged to be left behind after reprocessing: gif-h180j and oer-pro. The second device (oer-pro) is captured in medwatch with patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during an unknown diagnostic procedure the physician found a piece of tissue in the channel of the device while attempting to take a biopsy. The device had been used earlier in the day and had been reprocessed in the automatic reprocessing machine. The physician does not believe that the tissue was suctioned into the scope during the procedure. There is no reported harm to the patient.

Manufacturer narrative:
An in-service was executed at the customer facility. Correction being made to initial reporter email, email provided in the initial MDR is incorrect. No new email ID is available yet. This supplemental report is being submitted to provide this information. An in-service was provided by an olympus endoscopy support specialist (ess) to the customer. The ess followed olympus instructions for use (IFU) and ontrack form reviewing all reprocessing steps, including pre-cleaning, leak testing, and manual cleaning, with the customer. Upon conclusion of the in-service, the customer demonstrated the cleaning steps to ensure they were done correctly. Ess also discussed care and handling as well as repair reduction tips.